Event description:
I ended up with breast implant illness from cohesive gel implants. I have every single symptom that is mentioned. I thought for years I was dying slowly. I want them removed. I have white spots all over my body that don't tan. I have cystic acne due to this, as well as melasma (dark spots on face), I have digestive issues, bloating, itchy dry skin, hair loss, bumps / acne on scalp, joint pain, fatigue, cognitive issues, insomnia, memory loss, tinnitus, migraines, etc. This list goes on and on. To be honest I'm not sure when exactly I got them in and what type, but my plastic surgeon has all that info. All I would have to do is call and ask. They are still in my body. I want them removed. But then you can have them or see a photo once they are out. FDA safety report ID# (B)(4).